Manufacturer narrative:
MDR 3003442380-2024-03730 - device 1 of 2. (B)(6) patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia on (B)(6) 2024, patient faced adhesive issue with two infusion sets. Patient reported he also changed with reservoirs. Patient used infusion set for one day. No further information available.